Event description:
Home patient (hp) reports incomplete prime of pt line of homechoice set. Spouse of hp reports home pt was able to reprime line with assistance from baxter technician. No pt injury or medical intervention required per hp.